Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the device could not be interrogated prior to implant. The device was still in sterile package and was replaced.